Event description:
It was reported that prior to the implant procedure it was noted that the catheter packaging was split down the middle. The product was not used due to possible sterility compromise. The procedure was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.